Manufacturer narrative:
Insulin pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails and broken battery cap. The p-cap locks into the reservoir compartment properly noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a crack battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.